Manufacturer narrative:
Additional information is not available. This account is unwilling to provide any additional information. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately 7 months post implant of this aortic bioprosthetic root, the device was explanted and replaced. The reason for replacement is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.